Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. A review of the dms revealed that on (B)(6) 2025 at 05:50 pm, the user's sg was 215 mg/dl and no bg value was entered into the system for confirmation. A review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg did not go below the set threshold of 60 mg/dl. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the eversense e3 cgm system did not alert the patient. The event happened on (B)(6) 2025 at 05:50 pm. The patient reported that sensor glucose (sg) was 215 mg/dl and blood glucose (bg) value was 27 mg/dl. The patient self resolved the event by eating something.